Event description:
Reporting status: serious injury-permanent damage. Reporting rationale: stent dislodged and remains in pt at unintended site. Device issue: stent dislodgement. It was reported that after two stents were deployed, first mid and then proximal, a distal lesion was discovered as it was not apparent until the fist two stents were deployed. The physician attempted to go distal to the newly deployed stents and the mini vision could not cross through and when it was pulled back to remove it from the pt, the stent dislodged. Using a balloon catheter, the stent was captured and implanted in the ostial right at an unintended site (healthy issue). More ballooning was done in the distal lesion and an attempt was made to cross again with a mini vision; however, it would not cross and was removed from the pt with no issue. The distal lesion was left with balloon angioplasty only. No pt effects were reported. No additional event or pt info was available.

Manufacturer narrative:
Results - quality engineering was unable to determine a root cause for the reported stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible on the balloon and in the guide wire lumen. There was contrast visible in the inflation lumen. The stent implant was dislodged and not returned. The balloon was tightly folded. There were crimp marks visible on the balloon between markers. There were no kinks or damage noted to the tip or inner member. There was no damage noted to the sds. The tip seal length was measured and met manufacturing criteria. The tip seal length was .5mm. The stent implant outer diameters could not be measured due to the stent implant not being returned. Product performance engineering reviewed the incident info and results of the returned device analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, interaction with other devices or device selection. In this instance, it was gathered from the incident info that the distal lesion was not noticed until after two other stents have been implanted proximally. This necessitated the need to cross the deployed stents distally. This may have contributed to the failure to cross. Although the stent outer diameter of the unreturned stent implant was unable to be measured, there is no indication of a quality issue with the returned device that would account for the failure to cross. The tip seal length met manufacturing criteria. The exact root cause of the inability to cross the lesion is unk, but it may be related to the need to cross the newly proximal deployed stents. Stent dislodgement inside the body can be affected by numerous factors including, but not limited to, extreme tortuosity or lesion resistance, interaction of the stent with accessory device, excessive force needed to retract undeployed stent into guiding catheter, or improper or inadequate crimping at the time of MFR. Analysis of the returned sds (without the stent implant) indicates the presence of crimp markers between the markers of the still tightly folded balloon, suggesting that the stent was at least crimped onto the balloon at the time of manufacturing. It is possible that the difficulty crossing the other deployed stents created resistance on the stent that may have disrupted the stent implant on the balloon and contributed to the eventual dislodgement. It is also possible that the stent edge met resistance with the guiding catheter tip during the removal of the sds from the pt after the failed attempt to cross. The ultimate root cause of the stent dislodgement is unk but it may be related to the interaction with the previously deployed stent or the tip of the guiding catheter. The pt effect of unretrieved non-resorbable materials in body is a known likely pt effect associated with stent dislodgment in-vivo in the risk management. A review of the finished device lot history record did not reveal any non-conforming material reports. A query of the complaint-handling database was performed and there has been one similar complaint of failure to advance reported with this part number/lot number combination. However, there have been no complaints of dislodgment or failure to advance in conjunction with dislodgement reported with this part number/lot number combination. Product performance engineering will monitor the incident circumstances. The profile dimensions on all catheter are confirmed by visual dimensional checks on the mfg line at abbott vascular. All sds are 100% visually inspected online for stent placement/security. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. This MDR is considered closed by the product performance group.